Event description:
A customer reported they obtained imprecise sequential readings on their precision xtra meter. The customer reported they obtained readings of 5.2 mmol/l and 18.2 mmol/l within a 10 minute timeframe. When plotted on a parkes error grid the results fell into the "c" zone showing the difference in values to be clinically significant. All tests were performed on the finger. There was no report of serious injury, death or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are available.